Event description:
It was reported a crack in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip, and protruded/loose drive support disk.